Event description:
Customer's daughter called and advised help line that her mother was hospitalized due to high blood glucose. Requested that help line customer. Customer stated that her blood glucose reading at time of 911 call was 526 mg/dl. The current reading is 447 mg/dl. The customer is being treated with lantus. Customer had a hard time breathing, possible congestive heart failure. Unable to troubleshoot, the insulin pump had button error, unable to clear alarm. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime and the excessive no delivery test due to button/keypad anomaly. The insulin pump had a scratched display window, cracked case at display window corner and a missing end cap sticker.